Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The investigation is complete. Review of the most recent repair record identified the following related repair: the comb and belleville washer required replaced and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there was a unit malfunction that occurred outside of surgery. There was no harm or delay reported. Upon completion of the investigation, it was found that the comb of the device was damaged. No adverse events were reported as a result of this malfunction.